Event description:
The patient arrived to us as a st-segment elevation myocardial infarction. After successfully deploying a stent into the right coronary artery, dr. Removed the stent delivery system. It was shortly after that, that dr. Noticed under fluoroscopy, that the stent balloon had been left behind in the patients right coronary artery. Dr. Proceeded to deploy more stents to secure the remaining stent balloon in place.